Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic pain and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, dyspareunia, organ perforation and urinary problems. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2011 due to exposure. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy by da vinci robot and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy by da vinci robot and cystoscopy.